Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. . One kink was found on the inner lumen and catheter tubing near the y-fitting approximately 75.2cm from the iab tip. The optical fiber was found to be broken at this location. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded with dried blood. The technician was able to clear the occlusion and dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion and a kink in the inner lumen. The evaluation confirmed the reported problem. Blood clotting within the inner lumen will seal the passage. It is difficult to determine when the occlusion occurs, however, if this occurs during the procedure it will be impossible to flush or aspirate through the inner lumen. It can also cause poor or no pressure waveform and guide wire insertion difficulty. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that a patient was scheduled for an intra-aortic balloon (iab) insertion after the patient was weaned from bypass following a multi-vessel CABG(coronary artery bypass graft). As the iab was being inserted, the guide wire would not thread beyond the y-connection on the iab catheter nearest the side port. The positioning was not verified by x-ray, but was verified tee(transesophageal echocardiography). A chest x-ray was completed in the ICU (intensive care unit). The iab was removed and a new a iab was inserted to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that a patient was scheduled for an intra-aortic balloon (iab) insertion after the patient was weaned from bypass following a multi-vessel CABG (coronary artery bypass graft). As the iab was being inserted, the guide wire would not thread beyond the y-connection on the iab catheter nearest the side port. The positioning was not verified by x-ray, but was verified tee (transesophageal echocardiography). A chest x-ray was completed in the ICU (intensive care unit). The iab was removed and a new a iab was inserted to continue therapy. There was no reported injury to the patient.